Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection, olympus could not confirm the reported event of image black out. In addition, the following defects were found during the device evaluation: the mid-far landscape of the image is dark, one-touch connector broken (scope connector scope guide pin broken), corrosion at scope connector contacts, the screw on the rear complete video1 connector of the main printed circuit board was damaged and low light intensity due to exhausted xenon lamp. From investigation result, it is somewhat likely that a temporary dimming error occurred due to a malfunction of printed circuit board caused by some factor, such as the effect of dust adhering to the inside of the main unit, because the control of the photometric system was not functioning properly.

Event description:
The customer reported to olympus, the evis lucera elite xenon light source screen went black. The issue was found during surgery when the forceps were inserted. The screening test was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6), the background in the image was dark and no other abnormalities were found. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.